Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Investigation incomplete.

Event description:
It was reported that this is a brand-new cart, and it already won't clean. It is believed that the contact board was burnt. The event timing was not during surgery. No patient involvement or harm. Attempts have been made, but no further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The results of the investigation are as follows: -review of the most recent repair record determined the unit would not clean; intermittent connection issues due to damaged contact board. The coupler nose board was replaced and resolved the reported issue. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.